Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00253 (collagen corporation #1026147). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corporation. This separate distinct number is provided per the FDA's request for traceability purposes. A pt's husband (an oral surgeon) and a consulting opthamologist reported a pt who had been skin tested with a negative result prior to the initial collagen treatment (1998). Around 1999 the pt was administered a second collagen (type unknown) treatment into both oral commissures. The pt's husband was unable to identify which collagen product was implanted. The name of the implanting physician was refused. The day after the treatment, the pt described that it "felt like someone had a hand over/on the eye" (unable to obtain clarification if pressure or vision was being described). The left eye was the affected eye; the right eye was asymptomatic. The pt was examined the week after the treatment by the ophthalmologist, (who had been seeing the pt every 2 to 3 weeks in the past year for uveitis diagnosed in september of 1998). Upon examination by the opthamologist, the pt's visual condition had deteriorated from a trace (or few inflammatory cells - one or two per high powered field) to many inflammatory cells (greater than 50 per field); visual acuity had decreased. Prior to the pt's feb collagen treatment, improvement was observed in both subjective (vision was better) and objective (opthalmological examination indicated less inflammatory disease in the left eye, less edema) symptoms. The opthalmologist diagnosed the symptoms as a recurrence of uveitis. The pt was being treated with oral diamox and pred forte drops. The pt's husband (oral surgeon) believed the symptoms were possibly related to the collagen treatment.